Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No previous repair has been noted in the last 12 months. The event history log was not provided.

Event description:
It was reported that the pump had a blanks screen with an alarm. The patient stated their pump was alarming and the screen was blank. The distributor instructed the patient to remove the batteries and insert new batteries. The alarm returned and the screen was blank. The patient tried another set of batteries and the alarm returned with a blank screen. The patient stated they would call the clinic. Event occurred while in use with patient at hospital. Operator of the device was a health professional. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.